Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented via a merlin@home transmission by way of a stored electrogram that the patient¿s implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient was in stable condition. No further information was available.